Event description:
Agent ide it was reported that the ballon raptured. On (B)(6) 2024 , the subject presented with angina and was referred for the agent ide study. Heparin or antithrombotic medication was administered at the time of index procedure. The loading dose of 325 mg of aspirin was given prior to the procedure. The 95% stenosed target lesion was located at the distal right coronary artery (rca) was 30 mm long with a reference vessel diameter of 4.0 mm. The distal rca was initially dilated with a 3.50 mm x 15 mm nc non-boston scientific balloon, 3.75 mm x 15 mm wolverine cutting balloon and 3.25 mm x 15 mm wolverine cutting balloon. However, the 3.75 mm x 15 mm wolverine cutting balloon was unable to cross the lesion distally and the 3.75 mm x 15 mm wolverine cutting balloon was rupture. Post that the lesion was treated successfully with a 4.00 mm x 40 mm agent dcb balloon resulting in 0% residual stenosis and timi flow 3. The subject was discharged with aspirin and prasugrel.